Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device has power failure. There was no patient involvement.

Event description:
It was reported to philips that the device had a power failure. There was no patient involvement.